Event description:
It was reported that patient received inappropriate therapy for an svt. Device behaved as programmed. Patient was asymptomatic. The device was reprogrammed and patient was placed on amiodarone. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).